Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose level of 39 mg/dl this morning. Customer stated that his sensor was still saying that his sensor glucose value was 90. Customer treated by eating eggs, bacon, and toast. Customer's blood glucose was 97 mg/dl at the time of the call. Customer stated that he gets lows overnight and his doctor is working with his settings to even things out. Customer declined to do full troubleshooting of the pump. Customer confirmed that he is not connected when doing his fill tubing. Customer verified that the drive support cap was not sticking out.